Event description:
Reporter alleged the customer obtained a result of 200-299 mg/dl on the aviva system compared back to back with a result of 120 mg/dl on another unspecified aviva system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Adverse event(s): "no information" (no information). Product problem(s): "product could not be pulled out of the syringe" (delivery system failure [syringe]). A surgeon reported that during cataract surgeries for different patients, twelve viscoelastics from the same lot could not be pulled out of the syringe completely. The punch got locked in the midway. To complete the surgery, the surgeon removed the viscoelastic syringe from the eye and a second one had to be used; therefore, the surgeon needed two syringes of viscoelastic to compete the surgery.